Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (abnormal shutdown, unable to power on) has been confirmed.  Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient experienced an abnormal shutdown and their monitor was unable to power on.